Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected a rhythm and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr) and is therefore inappropriate. It was also noted that the right ventricular (rv) lead and right atrial (ra) lead had occasional undersensing on stored electrograms (egm). The device and leads remain in use. No further patient complications have been reported as a result of this event.